Event description:
It was reported that pump displayed a malfunction alarm. Customer¿s blood glucose (bg) was 20 mmol/l. Customer delivered an insulin injection to resolve bg. Technical support guided customer through pump reset, confirmed malfunction did not recur, and advised customer to continue using pump and call back if alarm returned, with customer acknowledging and understanding instructions.